Manufacturer narrative:
Result: the pet lock on the proximal end of the pc400 pusher assembly was intact. The distal detachment tip (ddt) on the distal end of the pc400 pusher assembly was fractured off. Neither the embolization coil nor the ddt was returned for evaluation. Conclusion: evaluation of the returned devices revealed that the ddt was fractured off the distal tip of the pc400 pusher assembly. If excess force is used while withdrawing the coil against resistance, this type of damage may occur. The embolization coil was not returned for evaluation and, therefore, the root cause of the resistance could not be determined. Pc400s are 100% functionally tested and visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the left uterine artery for an arteriovenous fistula using penumbra coil 400 coils (pc400 coils). During the procedure, while advancing a pc400 coil through a px slim delivery microcatheter (px slim), the physician felt an "entrapment" and the coil was unable to advance anymore after having advanced approximately 10 cm from the tip of the px slim. While the pc400 coil was being retracted back through the px slim and into its orange introducer sheath, the pc400 coil unintentionally detached. The physician then removed both the introducer sheath and the px slim from the patient. A snare device was required to retrieve the detached pc400 coil from the patient. The procedure was completed using three new pc400 coil and the same px slim. There was no report of an adverse effect to the patient.